Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead showed right ventricular automatic threshold detected as greater than programmed amplitude or suspended alerts. Thresholds have been high at various measurements. It was recommended to trouble-shoot rv lead and checking lead position. Additional information was received mentioning that right ventricular automatic threshold was detected as greater than programmed amplitude or suspended. There is evidence suggesting loss of capture was present. All other lead measurements were stable. Programming options were discussed for this rv lead that remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead showed right ventricular automatic threshold detected as greater than programmed amplitude or suspended alerts. Thresholds have been high at various measurements. It was recommended to trouble-shoot rv lead and checking lead position. The rv lead remains in service at this time. No adverse patient effects were reported.